Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1d61c, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va1d61c, implanted: (B)(6) 2017, product type: lead. Product ID: neu_stimloc_acc, product type: accessory.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that a patient had a double failure with the device securing of the lead in the burr hole. It was stated that the leads pulled out of target location in the brain, which resulted in a lack of benefit of the patient's therapy. There were no known factors that may have caused the event. The issue was diagnosed with an MRI. The patient was scheduled to have surgery to resolve the issue on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the manufacturer representative (rep) reporting that the hcp stated that the stimloc was at fault for the leads pulling out of the target location. No further patient complications have been reported as a result of this event.